Manufacturer narrative:
The abutment was returned with the crown still attached. The crown was removed from the abutment allowing visual inspection of the both abutment and screw and it was confirmed that the abutment was fractured on the lingual aspect. There was evidence of bone tissue and foreign/biological material on the outer and inner surface of the fractured abutment, the crown and the screw, which was probably fluids or dried blood. Visual inspection of the screw confirmed that it was the appropriate screw for use with this abutment. A lot number for the abutment was not provided therefore a device history review could not be completed. A definitive root cause could not be determined for this complaint.

Event description:
The dentist reported that the zirconia abutment fractured.